Event description:
This event was identified in a non-manufacturer report identified by a maude query to support post market surveillance activities for cmw cements. These voluntary reports were submitted to the FDA by patients or healthcare professionals. This particular complaint is stated in the report as follows: "painful right asr recall total hip with symptoms for about 2 months with increasing pain and fluid by MRI. Metallosis suspected. Pt had revision of recalled metal on metal depuy total asr hip."

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.